Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 69 mg/dl was confirmed on (B)(6) 2017. User did not utilize the cgm option of the t:slim g4 pump. Cartridge change sequence was completed on (B)(6) 2017. User made bolus request without entering current bg level. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated blood glucose (bg) level was elevated, however no specific value was provided. The customer stated typically would deliver boluses with the pump to address bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Additionally the customer reported experiencing a low blood glucose level of 69 mg/dl. The customer reported did not know the cause of the low blood glucose levels. The customer treated with a protein bar. The customer was instructed to contact their healthcare provider regarding the low blood glucose event.